Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device also had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were sticking and sometimes do not respond. She stated that the morning of the call, the buttons were not working but then started responding but still have to press them a few times. Customer's blood glucose value was 5.3 mmol/l. The insulin pump was replaced and returned for analysis.